Manufacturer narrative:
H.6. Investigation summary: four photos of a 32g x 4mm pen needle sample were returned from lot no: 9022895, cat no: 320136. Visual examination of the returned photos was carried out and a broken non patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the photo returned and the fact no sample was returned for analysis it is not possible to confirm this defect to be manufacturing related. H3 other text.

Event description:
It was reported that medication wouldn't flow properly from the bd micro fine plus¿ insulin pen needle during use. The following information was provided by the initial reporter, translated from japanese to english: "drug didn't come out properly."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication wouldn't flow properly from the bd micro fine plus¿ insulin pen needle during use. The following information was provided by the initial reporter, translated from japanese to english: "drug didn't come out properly."